Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy. During night drain cycle 1, the patient's ultrafiltration reading was 278ml, indicating the home patient (hp) drained 278ml more than their maximum programmed fill volume of 200ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The therapy log shows 8 bypasses, but because the therapy event log for the occurrence date had already been overwritten and no information is available the cause is undetermined. If any additional information is received, a follow-up will be sent.